Event description:
Right knee culture positive for (B)(6) [arthritis infective]. Fever [pyrexia]. Right knee effusion/aspirated 140ml of serosanguinous fluid [joint effusion]. Knee pain [arthralgia]. Knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2010, from a physician regarding a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis of the right knee. The pt received a synvisc injection in the right knee on (B)(6) 2010. The reported synvisc lot number was n1003. The pt experienced pain and swelling and had a fever of 102 degrees after he received the synvisc injection. The physician aspirated 140mls of serosanguinous fluid from the right knee on (B)(6) 2010. The knee was aspirated a second time on (B)(6) 2010. The second right knee culture came back positive for (B)(6). The pt was hospitalized on (B)(6) 2010. The physician had to drain the knee two more times in the hospital. The pt was discharged on (B)(6) 2010. The physician reported that the pt was treated with steroids and antibiotics (dates and names were not specified). The physician assessed the events as definitely related to synvisc. The pt was scheduled to see the physician for follow-up on (B)(6) 2010. As of the date of receipt of this report, the pt's outcome was unk. Manufacturer's comment: no further details were received. Further info has been requested.